Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a posterior stabilization of the spine with the synapse system between (B)(6) 2022. The average patient age was 65 ± 16 years. Failed posterior stabilization of the spine has been identified as the reported complication as per categorization experienced by the following with corresponding intervention: post-op complications ( synapse) (n=5) death (cause unknown). (N=1) csf leak ¿ lead to reoperation (n=1) dysphagia - lead to reoperation (n=1) empyema (n=1) infection (n=1) kyphotic deformity ¿ lead to reoperation (n=1) kyphotic deformity (n=1) lipoma ¿ lead to reoperation (n=2) non-union ¿ lead to reoperation (n=1) recurrent cervical stenosis ¿ lead to reoperation (n=1) respiratory failure ¿ lead to reoperation (n=1) spontaneous splenic rupture ¿ lead to reoperation (n=1) wound dehiscence ¿ lead to reoperation (n=1) wound dehiscence (n=1) verification of set screw tightening ¿ lead reoperation (n=2) screw loosening - lead to reoperation post-op complications (uss) (n=1) kyphotic deformity ¿ lead to reoperation (n=1) dysphagia - lead to reoperation (n=1) empyema (n=1) non-union ¿ lead to reoperation (n=1) screw loosening ¿ lead to reoperation. This is for depuy synthes synapse system and uss ii.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.